Event description:
The rn changed the pca IV bag at 1530. The patient complained of pain at 1825. The pca showed decrease in the amount of medication in the bag; however, when the bag was changed again the first bag was measured and zero medication had been delivered in three hours.there was no harm to patient.biomed assessment: the pump history had been cleared for the period of time in question. The pump was tested in biomed and found to be in good working condition. It performed to manufacturer's specifications. There are no indications that the pump itself failed to function properly.